Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Customer¿s other blood glucose was 244 mg/dl. The customer¿s blood glucose associated with the triggered suspend event was 209 mg/dl. Sensor value that triggered the suspend event was 90 mg/dl. The customer was informed that insulin delivery was suspended due to difference between sensor glucose and blood glucose. The sensor will be returned for analysis.